Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-may-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt failed during surgery. A replacement ar-1588rt-2j tightrope ii rt was used. This was discovered during an acl reconstruction procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 14-may-2026: ar-1588rt-2j tightrope ii rt experienced a failure during final tensioning while inside the patient. The surgeon reported feeling a give in the device and was unable to further tension it. No attempt was made to achieve fixation with the affected device. The suture was removed, while the button remained implanted. The surgery was prolonged by approximately one hour. Additional anesthesia may have been administered. There was no report of patient harm.